Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, inappropriate shock due to rv oversensing was observed. The patient has also an abandoned lead with an exposed inner conductor. Review of session records suspects oversensing due to insulation damage or metal-to-metal contact between the old and new lead. Further tests were recommended. Patient was stable and will be followed-up.